Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 03-aug-2024, it was reported by the patient that infusion set was leaking from the qr on the six day of use. No further information was available.